Event description:
Hcp rpeorted pt had increased blood pressure and increased pain. A refill, pump programmer said reservoir volume should be 9cc but pump reservoir actually ahd 17cc. A catheter contrast study and a pump rotor study were performed. The pt underwent pump replacement.